Event description:
A suspected malfunction was reported as the patient suffered pain from inappropriate therapies. The lead was explanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.